Manufacturer narrative:
Date sent to FDA: 10/28/2020.   Additional information: d3, e1, g1, g2.   Corrected information: d6. Corrected b5 narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. It was reported that the patient underwent a previous hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. Other procedures are captured in separate files. No additional information was provided.